Event description:
The pt is reportedly experiencing pain at the implant site, with and without device stimulation. Testing of the device revealed it is working within specifications. The pt has been prescribed lyrica to treat the pain. Advanced bionics is in the process of gathering further info. Once more info is received, a supplemental report will be submitted.